Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to flattening. Visual summary analysis of the lead indicated damage at implant. Although the proximal conductor was observed to be distorted, the stylet insertion test was performed without difficulty or resistance. The distal end of lead model is not porous. Attempting to insert the stylet/guidewire into or through the distal end during implant would not have been possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the guidewire could not enter the end of the lead and the doctor felt it resulted in poor operation. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.